Event description:
According to the reporter, during a procedure, the cable tensioner seized up on the cable and would not release. Surgeon had to cut the cable and remove it. Another cable and cable tensioner were used to complete the procedure with no harm to the pt.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and the product was manufactured to specifications. Visual eval noted minor scuff marks on the instrument. The eval found that the device met specifications and passed all functional specifications.